Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red raw open skin under the front te pad and the doctor has ordered wound care for it. The patient has a history of skin sensitivity, and allergies to tramadol and medication patch adhesive. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ordered wound care for the skin irritation. Follow up indicated that the skin irritation improved it is now just red.